Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Marked other for antibiotics administered/infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a trial patient with an external neurostimulator (ens) for chronic pain. It was reported that the patient was undergoing a scs trial and on sunday contacted the rep regarding their lead entry site. The patient said their significant other noticed it looked red and swollen but not warm, and the patient could not reach the clinic. The rep informed the patient that they should go to the ER to have it evaluated by healthcare professionals (hcp). The patient did and notified the rep on the 27th that they had cellulitis and they treated the patient with IV antibiotics and put them on augmentin; the hcp did not pull the lead though. The rep said that a factor that may have led to the issue was that the patient was undergoing a scs trial but the bandages were still intact. The rep stated that the clinic asked the patient to come in for the lead pull on the 28th but the patient could not. The rep said the patient will have the lead removed on the 29th as scheduled. It was noted that the issue was not resolved at the time of the report. No device issues were reported. No further complications were reported.